Event description:
Consumer called to report high readings with her meter. Since she was out of town, went to the ER because she could not get her readings down. Meter continue to read high even through she had been given additional units of insulin.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.